Event description:
The manufacturer sales representative reported that the device overheated during a procedure at the user facility. The procedure was completed successfully without a surgical delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
A full UDI is not available due to missing serial number.

Event description:
No new information.

Manufacturer narrative:
Corrected data: d9 based on the reported event, a device evaluation is not necessary to complete this investigation; the reported event has been previously investigated. The device will be evaluated according to the local service procedures.